Event description:
Reference MFR report #: 1627487-2013-12022. It was reported the patient has not charged the ipg in more than three months due to experiencing pocket heating while charging. The patient did not have stimulation coverage due to battery depletion. Additionally the patient was unwilling to meet with the sjm representative to interrogate the system. Follow-up determined the physician removed and replaced the ipg. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field advisory and in a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.